Event description:
It was reported via repair work order that the bed had intermittent power due to malfunction side rail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.